Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece with the helix extended and clogged blood/tissue. The reported event of a helix mechanism issue was confirmed. After cleaning the lead and applying the torque directly to the connector pin, the helix could be retracted and extended. The full helix extension length was measured to be within specification. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during an implant procedure, the right atrial and ventricular leads dislodged. Additionally, the atrial lead helix was unable to retract, and the ventricular lead was unable to be implanted. Both leads were replaced to complete the implant. No adverse patient consequences were reported.